Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. (B)(4).

Event description:
It was reported to boston scientific corporation on october 6, 2008, that a 20 fr safety peg kit was planned for use in a procedure on (B)(6) 2008. According to the complainant, the protective sleeve of the knife was locked and could not be opened. Another scalpel from another 20 fr safety peg kit push was used to complete the procedure. No pt complications were reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."